Event description:
A (B)(6) male patient contacted zoll customer support to report a code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. As received, the trunk cable connector was cracked, damaging wires. Upon evaluation, the yellow (pgnd) wire was open in the trunk cable connector. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the open yellow wire. The cause of the damaged wire is the cracked trunk cable connector. The root cause of the damaged trunk cable connector cannot be positively identified but was likely excessive force. No adverse event resulted from the damaged electrode belt connector. The patient was issued a replacement electrode belt.